Event description:
It was reported during an unk procecure, a linear stapler was fired. The product code is not known at this time. When the stapler was opened to remove from tissue, the staple line burst open and feces entered the abdominal cavity. Another unk stapler was used to complete the case. The rep is going to the hosp tomorrow to gather further info. 9/27/96 the rep gained add'l info. It was reported the tlc55 was used during a perforated bowel procedure. The tlc was fired across the sigmoid and the proximal segment of the staple line dehisced and feces entered the cavity. Ths stapleline was oversewn. There was no consequence to the pt.

Manufacturer narrative:
D6-information unavailable, device returned with no lot identification. Results of evaluation: conclusion: based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received with three formed staples present in the distal portion of the cartridge. The returned staple heights and staples formation were measured and found to be conforming with respect to mfg requirements. Additionally, the instrument was fired with a reload cartridge and staple heights and staple formation were measured. These were also found to be conforming to mfg requirements. Therefore, it could not be ascertained as to why the staple line reportedly dehisced. Batch history records were reviewed and there were no anomalies noted during mfg. Comments: mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve products.